Manufacturer narrative:
The investigation determined that the qc was acceptable. The sample was provided for investigation. The result was higher on the siemens centaur pth intact compared to the elecsys pth assays. The sample was further investigated for interference which showed no interference against streptavidin and biotin. The investigation did not identify a product problem. The cause of the event could not be determined. There were no follow up/corrective actions. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction events. Erroneous low results were generated by a cobas 6000 e 601 module compared to the advia centaur - intaktes pt. The event involved 1 patient with elecsys pth immunoassay.